Event description:
It was reported that the temperature did not dropped during the inspection in arctic sun device and it was possibly mixing pump failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature did not dropped during the inspection in arctic sun device and it was possibly mixing pump failure. Per follow up information received via email on 02aug2023, it was confirmed device was sent to bd-approved facility for evaluation. They confirmed the issue was resolved and the repair was done. The device was not used on patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the temperature did not dropped during the inspection in arctic sun device. The mixing pump was replaced. The circulation pump was replaced preventatively. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. Labeling review was not requires since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.